Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that in 2014, the patient¿s implantable neurostimulator (ins) turned sideways, was poking out and was painful. There were no falls or trauma reported that could be related to the issues and the patient didn't have much information about this. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.